Event description:
It was reported that the pump exhibited two error codes, has cracked front and rear housings and needs a clock battery. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. The reported pump was received by manufacturing all intact. A functional check of the returned sample was performed. The customers problem was not duplicated during the investigation for the two reported error codes. A battery was inserted on the pump and a different error message displayed. Both rear and front housing of the device were noted to be damaged. The cause of the reported problem was attributed to a faulty microprocessor unit board. It is recommended that the microprocessor unit board as well as the rear and front housing assembly be replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.